Event description:
Senseonics was made aware of an incident where physician was unable to remove the sensor on the first attempt made on (B)(6) 2024. Sensor was palpable before the incision. Transmitter and magnet was used to localize the sensor.however, the sensor sn (B)(6) was successfully removed during the second removal attempt on (B)(6) 2024.

Manufacturer narrative:
The user reported that the physician was unable to remove the sensor on the first attempt made on 01 nov 2024. Sensor was palpable before the incision. Transmitter and magnet was used to localize the sensor. However, the sensor sn (B)(6) was successfully removed during the second removal attempt on (B)(6) 2024.